Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, five 5f str 90cm tempo catheters were found in storage with small chips/shavings inside their sterile packaging. These probes are disintegrating there was no reported injury to the patient. The devices will be returned for evaluation.